Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown diagnostic procedure, the cysto-nephro videoscope's angulation locked during the procedure. The procedure was delayed for less than 30 minutes with no reports of patient harm or injury.